Manufacturer narrative:
UDI information is unknown. Manufacturing site address is unknown. Premarket (510k) number is unknown a manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. A product sample was received for evaluation and was forwarded to the supplier for analysis. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that when removing the product from the patient, the customer noticed the one-way valve of the third party's endotracheal tube was caught in it and came off together. No patient injury was reported.